Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the workstation power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system screens on the 9800 system would intermittently, go black and displays no signal input. It was noted that the workstation would make a clicking noise at this time. Reboot was required to clear and continue case. There was no report of patient injury.